Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As report the patient is experiencing pain in the bilateral area however at this time the pain has not been assessed by a medical professional, as such the cause is unknown. Note the date of implant is estimated based on the information provided. Should additional information be provided, a supplemental emdr will be submitted. This emdr represent perfix plug (device 1), additional emdrs were submitted to represent the other bard/davol devices. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Remains implanted.

Event description:
It was reported that in 2007 the patient underwent a right inguinal hernia repair with placement of a perfix plug (device 1). As reported in 2008, the patient underwent an umbilical and left inguinal hernia repair with placement of one perfix plug (device 2) in the umbilical space and two perfix plugs (device 3 and 4) in the left inguinal space. It is reported that the patient developed an infection with drainage from the umbilical hernia repair site (device 2). As reported in 2013 the patient underwent explant of the umbilical mesh (device 2) due to the chronic infection which led to a fistula formation into the colon. During this procedure a bowel resection was performed to remove the fistula. As reported the pathology reports notes inflammation in the area of the explanted mesh (device 2). It is reported that the area has healed well with no signs of infection or recurrent hernia. The contact reports that the patient is experiencing pain in the bilateral inguinal repair sites (device 1, 3, 4) in which he has scheduled a visit with a surgeon to assess the pain.

Event description:
It was reported that in 2007 the patient underwent a right inguinal hernia repair with placement of a perfix plug (device 1). As reported in 2008, the patient underwent an umbilical and left inguinal hernia repair with placement of one perfix plug (device 2) in the umbilical space and two perfix plugs (device 3 and 4) in the left inguinal space. It is reported that the patient developed an infection with drainage from the umbilical hernia repair site (device 2). As reported in 2013 the patient underwent explant of the umbilical mesh (device 2) due to the chronic infection which led to a fistula formation into the colon. During this procedure a bowel resection was performed to remove the fistula. As reported the pathology reports notes inflammation in the area of the explanted mesh (device 2). It is reported that the area has healed well with no signs of infection or recurrent hernia. The contact reports that the patient is experiencing pain in the bilateral inguinal repair sites (device 1, 3, 4) in which he has scheduled a visit with a surgeon to assess the pain. Addendum per legal claim: attorney alleges per short form (see attached) that the patient underwent surgery for implant of unspecified bard/davol perfix plugs on (B)(6) 2007 and (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the perfix plugs. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As report the patient is experiencing pain in the bilateral area however at this time the pain has not been assessed by a medical professional, as such the cause is unknown. Note the date of implant is estimated based on the information provided. Addendum: this is an addendum to the initial emdr submitted in 14-may-2019. This supplemental emdr was submitted to report the date of implant provided in the legal form. Should additional information be provided, a supplemental emdr will be submitted. This emdr represent perfix plug (device #1). Additional emdrs were submitted to represent the bard/davol perfix plugs (devices #2, #3 and #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Remains implanted.